Event description:
It was reported that during a lithotripsy procedure, after approximately one hour of use, the laser shut off. The procedure was unable to be completed utilizing the laser. Patient outcome "stable" reported. No injury reported.